Manufacturer narrative:
Model number/catalog number: sc-1132; serial number: (B)(4); batch/lot number: 19896995; model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 19830174; model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had experienced an unexplainable impedances. The patient underwent an ipg and lead replacement procedure.